Manufacturer narrative:
Results - visual inspection of the product found a portion of one haptic torn off. There was evidence of surgical residue. Conclusion - (no conclusion can be drawn): the root cause for this event cannot be determined because the injector and cartridge were not returned.

Event description:
The surgeon attempted to implant a cc4204bf collamer lens, but it did not eject out of the cartridge correctly. The surgeon wasn't sure if the lens was damaged, so decided to use another lens. There was no pt contact or injury. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.